Event description:
It was reported that the device system was explanted due to infection. The reporter did not know the location of the infection or the organism. It was reported that the patient was fine now. In addition, it was also noted that the patient's physician had closed his practice down in (B)(6). The reporter was not sure what drug used in the device. No explant date was reported, but it was reported that a new pump was implanted on (B)(6)2012. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received: it was reported that the location of the infection was the pump pocket. The reporter did not know the drug in the pump, what symptoms the patient was experiencing related to the infection, or if a culture was taken. It was reported that the manufacturer's representatives were not present for the explant, so the device was not available to be returned to the manufacturer for analysis. In addition, this reporter was unaware if the patient currently had a pump implanted and was receiving therapy.

Manufacturer narrative:
Product ID, 8731 lot# serial# (B)(4), implanted: 2005 (B)(6), product type catheter. (B)(4).